Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 produced a clicking sound and did not release properly, requiring manual force to open. A field service engineer (fse) found that the sticking rails caused the malfunction. Then the fse powered down the station, removed the drawer, replaced the faulty rails, and reinstalled the drawer. A functionality test was then performed using the hardware test application, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.